Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08190. Follow-up identified surgical intervention was undertaken on (B)(6) 2015, and the affected lead was explanted and replaced. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08190. It was reported, the patient suffered a fall about a month ago. Reportedly, several programs are auto-reducing. Diagnostic testing revealed the left lead had invalid impedance readings on multiple contacts. Reprogramming was attempted to no avail. X-rays were ordered, however, the results were normal. Surgical intervention may be undertaken at a future date.